Event description:
A user facility reports that a scratch was noted on an intraocular lens (iol) after it was inserted. The lens remains implanted. It is not known whether there was patient impact/injury associated with this event. Add'l info has been requested.